Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H10: related report numbers: 0001825034-2024-02818. 0001825034-2024-02819. 0001825034-2024-02820. 0001825034-2024-02822. 0001825034-2024-02823. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. It was noted that the glenoid had bone destruction during the revision from exachtech to comprehensive which could be a contributing factor to glenoid loosening/fixating and the need to request a pmi/vrs configuration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date with a competitor's products. The patient then underwent a revision surgery approximately one (1) year and four (4) months ago due to an unknown reason. Subsequently, the patient is being considered for a revision surgery due to the implant loosening and bone loss.

Manufacturer narrative:
D10: medical products: item#:110032420, comp aug mini bsplt w tpr md; lot#: 65612804, item#:180550, comp lk scr 3.5hex4.75x15 st; lot#: 66127625, item#:180550, comp lk scr 3.5hex4.75x15 st; lot#: 66127625, item#:180551, comp lk scr 3.5hex4.75x20 st; lot#: 66089150, item#: 115395, comp rvs cntrl 6.5x25mm st/rst; lot#: 862600. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.